Event description:
It was reported that the patient's ipg site was not healing properly. No device malfunction suspected. The patient underwent an ipg explant procedure and was doing well postoperatively. The explanted ipg will not be returned.

Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event.